Event description:
The issue was found during a diagnostic bronchoscopy procedure that was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that a printed circuit board failure led to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center front panel indicator light is always on and it shows no image. There were no delays and no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and customers allegation of no image and front panel malfunction was confirmed. The evaluation found printed circuit board failure causing indicator light to remain on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.